Manufacturer narrative:
The manufacturer previously reported information alleging that a detachable and internal depleted battery alarm occurred on a ventilator with no cause. The reporter stated that the batteries were fully charged overnight. The device was reported to be connected to the main power at the time of event. No specific patient harm, serious injury, or intervention reported at this time. The device settings were passive CPAP 10 cmh20, autotrak sensitive, and the circuit disconnect alarm was set to 5 seconds. They were using an adult intersurgical 22 mm, smoothbore bilevel heated circuit with a fisher paykel mr850 humidifier via a drilled tracheostomy mount. The device was returned to the manufacturer for evaluation. The event log from the device was reviewed and noted error codes recording the reported event in the log. Engineering completed investigating the batteries and found no issues with either. The batteries were reinstalled in the device. Therapy was started with a CPAP mode at 25 cmh2o and after 10:55 minutes, a breath was simulated and the device started alarming for batteries completely depleted, while the batteries were fully charged. The device then corrected itself and displayed the correct charge level of the batteries. It has been concluded that the device was unable to properly read the charge level of the batteries. The software will need revised to address the issue.

Event description:
The manufacturer received information alleging that a detachable and internal depleted battery alarm occurred on a ventilator with no cause. The reporter stated that the batteries were fully charged overnight. The device was reported to be connected to the main power at the time of event. No specific patient harm, serious injury, or intervention reported at this time. The device settings were passive CPAP 10 cmh20, autotrak sensitive, and the circuit disconnect alarm was set to 5 seconds. They were using an adult intersurgical 22 mm, smoothbore bilevel heated circuit with a fisher paykel mr850 humidifier via a drilled tracheostomy mount. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.